Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), weight increased ("weight increase"), swelling ("swelling"), fatigue ("tiredness"), insomnia ("sleeplessness") and intervertebral disc protrusion ("l5 disc prolapse has been diagnosed") with back pain. The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown and the depression, weight increased, swelling, fatigue and intervertebral disc protrusion had resolved. The reporter provided no causality assessment for depression, fatigue, insomnia, intervertebral disc protrusion, menorrhagia, swelling and weight increased with essure. The reporter commented: the patient wanted essure removal because she believed that her heavy menstrual bleeding was caused by essure. Medication for depression has been started. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra pt: menorrhagia. The analysis revealed (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case correction (all information provided in the fu reports were deleted since they are not referring to this patient - source documents were incorrectly attached to this case).new events were added: heavy menstrual bleeding (intervention required) and l5 disc prolapse has been diagnosed. Back pain was considered symptom of l5 disc prolapse. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (valvira, reference number(B)(4)) on 27-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of back pain ("lower back pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression"), weight increased ("weight increase"), swelling ("swelling"), fatigue ("tiredness"), insomnia ("sleeplessness"), infection ("continuous infections"), hypersensitivity ("repeatedly allergic reactions"), ovulation pain ("she had burning in lower back and in femurs during ovulation (burning like delivering a baby)") and asthenia ("energetic feeling was gone"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, depression, weight increased, swelling, fatigue, insomnia, infection, hypersensitivity, ovulation pain and asthenia had resolved. The reporter provided no causality assessment for asthenia, back pain, depression, fatigue, hypersensitivity, infection, insomnia, ovulation pain, swelling and weight increased with essure. The reporter commented: the patient wanted essure removal because she believed that her heavy menstrual bleeding was caused by essure. During essure use, all thyroid gland examinations, diabetes, rheumatologic diseases and allergies tests were done. She was also diagnosed with l5 disc prolapse and her weight increased despite of low fat diet. Medication for depression has been started. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra pt: back pain. The analysis revealed 501 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.